Manufacturer narrative:
The report received from the affiliate indicated that during a carotid stenting procedure the 8x40 precise stent jumped forward when the physician was advancing it to the intended right internal carotid artery (rica) target lesion. It was placed distal to the intended target lesion. An additional precise stent was implanted to successfully treat the target lesion. There was no reported patient injury. The rica target lesion was reported to be moderately calcified/tortuous, and an 80% stenosis. It was indicated that the diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There is no further information available regarding the anatomy, vessel/lesion characteristics, or delivery of the device. The tuohy borst valve closed prior to removing the device from the tray and the stent was still constrained within the outer member/sheath. The device was stored, prepped and handled according to the IFU. There were no damages noted prior to use. It is not known what sheath introducer or guiding catheter was used. A fixed inner shaft position was maintained during deployment. It is not known if any unusual force was applied during deployment of the stent. The stent remains implanted and the delivery system was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15102303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two (2) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15102303. Outer member subassembly lot 15099180 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). Support member assembly lots 15099997, 15099996 and 15096505 were reviewed it was observed during review of these lots that no non-conformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). The receiving inspection records for the used precure, 5f support member (lots: 201001250107, 201001250107 and 201001110071) were reviewed, and these lots were deemed acceptable. The support member assembly test results were reviewed and no anomalies were found. The instructions for use (IFU) outlines to ensure the stent delivery system outside the patient remains flat and straight. It further cautions that slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Although based on the available information, no definitive conclusion can be made; it is possible that vessel characteristics and procedural handling may have contributed to the reported event if these steps were not followed correctly.

Manufacturer narrative:
The temperature indicator on the pouch was not checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled properly according to the instructions for use (IFU). The product was inspected and prepped properly (in the tray) according to the IFU. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. There was no thrombus noted proximal to or distal to the target lesion site. The tuohy borst valve was in the open position prior to removing the device from the tray. The stent was still constrained within the outer sheath when the device was removed from the tray. The physician maintained a fixed inner shaft position during deployment. No additional information was available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for carotid stent placement (cas), the physician was advancing the precise 8 x 40 carotid stent to the intended right internal carotid artery (rica) target lesion when it jumped forward and was placed distal to the intended target lesion (deployment difficulty-inaccurate placement). An additional precise stent was implanted to successfully treat the target lesion. There was no reported patient injury. The rica target lesion was reported to be: moderately calcified/tortuous, and an 80% stenosis.